Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and noted that that the lens was torn. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
.